Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 11-jan-2021 the system was left on battery backup until a depleted battery shutdown occurred on (B)(6) 2021. The battery capacity looked good showing zero minutes battery time remaining when the shutdown occurred. This would trigger the power manager to re-establish last measured discharge (lmd) by measuring how much current it took to fully charge the batteries from empty. As long as it takes more than 18 amp hours (ah), lmd will be set to 18 ah. During the recharge, the battery capacity went up and down while connected to alternating current (a/c) power when it should only go up. The charger also stayed in float charge state much longer than normal. When the battery charge was complete, the power manager indicated it took less than 18 ah to fully recharge the batteries causing lmd to be less than 18 ah. This is what triggered the 'battery needs service' message which normally indicates the batteries should be replaced. The message was likely not noticed until the reported issue date of 19-jan-2021.

Manufacturer narrative:
The field service representative (fsr) did not receive the message during the repair. Per the logs read by the fsr, there was no apparent issue with the power manager board or the power supplies. The batteries seemed to be depleted so they were replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be received passing the specification of 12.5 volts direct current (vdc) and 375 siemens (s). Both batteries were charged and ran for over an hour, meeting the specification of 52 minutes.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery needs service - full backup may not be available' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.